Manufacturer narrative:
UDI = (B)(4). The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device component involved in the event: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient developed hematoma which caused paralysis following an implant procedure. The physician believed that the patient's lower extremity weakness was procedure related. The patient underwent an explant procedure. The patient was doing well postoperatively.